Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The patient also reported that the cannula was found as bent. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would contribute to the needle deploying early, though it could not be determined when the needle mechanism deployed. The cause of the reported needle mechanism complaint could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.